Event description:
It was reported to co that during the ptca, the occlusion balloon deflated unexpectedly. The device was prepped per the IFU and inserted into the left graft to the lad (moderate tortuosity). The stenting went fine and the physician aspirated the vessel. After the 3rd aspiration, the physician was preparing to deflate the balloon when it was observed to deflate. When the device was removed from the pt, the balloon looked slightly saggy and appeared to be partially separated from the wire at the proximal end. There was no adverse effect to the pt and the physician used another device to complete the case.